Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process, no insulin was exiting the cartridge patient line. There was no impact to customer's blood glucose level. Customer changed out the cartridge and infusion set and was able to resume insulin delivery.